Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the magnet rate was 82 ppm. The next day, the magnet rate was measured three times and each time it was between 95 ppm and 97 ppm.